Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbones insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs./ft3) and hard (105 lbs./ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force are necessary to penetrate bone. The unit failed the soft sawbones phase of testing with a complete stall on the first attempt at 4.25 seconds. No further testing was attempted. The complaint has been confirmed. Other remarks: the unit failed the soft sawbones phase of testing with a complete stall on the first attempt at 4.25 seconds. No further insertion testing was attempted. The device history file is not available for review. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 09/2009 and is approximately 10 years old. No corrective/preventative actions will be assigned. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. The driver had no power because the batteries were depleted. Battery testing confirms depletion. At functional testing the green status light was still active. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the middle of the procedure the driver bogged down and quit working. The tech noticed that the green light was blinking, removed the drill and it worked fine. Questioned the tech on the amount of pressure applied. He indicated that he has used these for many years and do not feel that he was applying too much force. They were able to complete the procedure using a backup drill.